Manufacturer narrative:
Additional information received on (B)(6) 2014 stating the cec (clinical events committee) adjudicated the relationship of the adverse event that occurred on (B)(6) 2012 from "procedure unknown" to "procedure related"(B)(4).

Event description:
Information received from the aspire clinical database. Treatment of a right unruptured internal carotid artery (ica) sidewall aneurysm measuring 19mm x 9mm. Post procedure, it was reported that the patient experienced a right side headache resulting in hospital re-admission and a subsequent discovery of small bilateral gyriform hemorrhages in the left and right frontal lobes. It was reported that the patient's condition resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is: model: fa-77400-16 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
Received additional details on the case: treatment of a large unruptured saccular sidewall aneurysm measuring 19mm x 9mm located in the ica (internal carotid artery). Prior to the pipeline procedure that took place on (B)(6) 2012, the patient presented with neurological symptoms of eye pain, double vision, ptosis, visual field deficit, and headache. The patient was on antiplatelet/anticoagulant therapy at baseline and was given heparin intra-operatively. On (B)(6) 2012, the patient underwent pipeline (4.25mm x 14 and 4.00mm x 16mm) embolization treatment. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to improve wall apposition. On (B)(6) 2012, the patient experienced a severe, serious adverse event and was brought to the ER (emergency room) with complaints of increased headache pain from baseline, nausea, and vomiting. Imaging revealed a small evolving foci of subarachnoid hemorrhages within the bilateral central sulci. It was noted that plavix and aspirin were found to be in the therapeutic range on (B)(6) 2012. The patient was given dilaudid for pain and decadron IV in the et with satisfactory improvement. The adverse event resolved on (B)(6) 2013. The relationship of the event was previously noted as procedure related, but has been since changed to relationship unknown. (B)(4).